Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurement that was detected via the patient¿s home monitoring system. Additional information received that the high shock lead impedance of 126 ohms was on a single coil lead and attributed to pocket healing process. No intervention was performed and patient would be continued to be followed on remote monitoring system. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that another red alert was detected via the patient¿s remote monitoring system for high out-of-range (oor) shock lead impedance measurement for rv lead. An attempt to obtain additional information was unsuccessful. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this rv lead continue to exhibit high out-of-range shock lead impedance measurements. An attempt to obtain additional information was unsuccessful. No adverse patient effects were reported.